Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had high blood glucose levels as high as 500mg/dl. Customer's blood glucose level at the time 473mg/dl. Customer treated high blood glucose levels with the insulin pump. No additional information was provided.